Event description:
A user facility reported to olympus that during procedure, the probe driving unit had no ultrasound image was displayed on the monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.